Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her eyes were very light sensitive. She reported her visual acuity was okay, but she had to have good light to read. The consumer reported her eyes "jump" in bright light and she has difficulty focusing. When she wears sunglasses, she is okay. The consumer reported she told her surgeon about this event and was told some adjustment was necessary. According to the f/u questionnaire from the surgeon, the pt has a history of dry eyes and blepharitis (pre-existing). The surgeon reported the use of an unapproved viscoelastic. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon reported the use of an unapproved viscoelastic. Additional information was requested on 10/26/2010, 10/27/2010, 10/28/2010, and 10/29/2010 by phone, fax, and mail. A completed questionnaire was rec'd on 11/05/2010. (B)(4).